Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was calling to run a high pressure test. Customer's blood glucose was 305 mg/dl at the time and was currently at 186 mg/dl. Customer stated that her blood glucose level was over 500 mg/dl after her previous call. Customer performed the high pressure test and the alarm did not activate. Customer repeated the test and received a no delivery alarm. Customer was advised to do a complete infusion set change. Customer was advised that the pump was working as designed. In a previous call, customer stated that she just changed her set last night and her blood glucose was in the 400's mg/dl overnight. Customer stated that her current blood glucose is 457 mg/dl. Customer's blood glucose was 305 mg/dl at the time of the incident. Customer stated that her blood glucose was high after dinner and she had difficulty breathing and fatigue. Customer treated with a manual injection and the pump. Customer fixed the time setting and passed the self test.